Manufacturer narrative:
The field service engineer (fse) replaced the water trap to correct the findings. Fse performed extended self-test and performance verification test passed.

Event description:
The manufacture's field service engineer (fse) reported during servicing, fse observed the oxygen (o2) is leaking at the water trap. There was no patient involvement.